Manufacturer narrative:
Investigation is in progress, but not yet complete.

Event description:
A crack was found at the inner side of the grip parts of the pliers during inspection of the returned loner kit from the hospital.